Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00121 on 05/19/2017 for a non reproduce falsely elevated advia centaur cp cardiac troponin I (tni-ultra) patient result. On 05/22/17 - additional information: siemens has been provided with a list of patient medications ordered at the time the patient was admitted to the hospital and other preexisting medical conditions. Medications ordered on (B)(6) 2017: nacl - 0.9% IV sol 1,000 ml, nitroglycerin (0.4mg tab sublingual, prn pain - chest), morphine (morphine injection 4 mg), acetaminophen (650 mg, po), lorazepam (0.5 mg tab, po), cyanocobalamin (vitamin b12 - 1 tab, po), zinc sulfate (zinc 140 mg, po), heparin (heparin - bolus 2500 units, IV push), heparin (heparin - bolus 5000 units, IV push). Other preexisting medical conditions: abnormal pap smear of the cervix, type 2 maturity onset diabetes of the young (mody). The advia centaur cp tni-ultra instruction for use (IFU), tested for acetaminophen interference up to a concentration of 250 ng/ml (showing </= 10% change in results). The patient received 650 mg oral acetaminophen dose on 4/24. The actual concentration of acetaminophen in the patient's sample is unknown. No other medications listed were tested for assay interference. The initially discordant result is recognized as being inconsistent with the patient's clinical picture. Based on the additional information, the cause for the non reproduced falsely elevated advia centaur cp cardiac troponin I (tni-ultra) patient result is unknown. Pre-analytical factors cannot be ruled out. Factors are not limited to fibrin interference, but could also include other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse checked the wash arm alignment, waste pump, system dark counts, acid and base volumes, sample and reagent probe calibrations. The cse found no evidence of a system issue. The cse ran 10 replicates of multi diluent 11, the low quality control level, and 10 patient samples with acceptable results. A siemens application specialist ran master curve material (mcm) and checked assay performance. The cause for the non reproducible elevated advia centaur cp tni-ultra result is unknown. The customer's quality control results were within acceptable ranges at the time of the incident. The customer reported that they use an express 4 stat spin @ rpm of 5156 for 3 minutes. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices such as using stat spin can lead to erroneous results. Based on the information provided, we cannot rule out pre-analytic factors leading to fibrin interference as a contributing factor. No conclusion can be drawn. The instruction for use (IFU) under the specimen collection and handling section states the following: "the following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi, formerly nccls): · collect all blood samples observing universal precautions for venipuncture. · allow samples to clot adequately before centrifugation. · keep tubes stoppered and upright at all times. · do not use samples that have been stored at room temperature for longer than 4 hours. · tightly cap and refrigerate specimens at 2° to 8°c if the assay is not completed within 4 hours. · freeze samples at or below -20°c if the sample is not assayed within 24 hours. · freeze samples only once and mix thoroughly after thawing. Frozen specimens can remain frozen up to 1 month in non-frost free freezers. · frozen samples must be centrifuged at 2200 x g for 10 minutes before analysis. Before placing samples on the system, ensure that samples have the following characteristics: · free of fibrin or other particulate matter. · free of bubbles." The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur cp cardiac troponin I (tni-ultra) result was obtained on a emergency room (ER) patient, and the result reported to the physician. The patient was admitted from the ER, treated on the elevated result, with no other cardiac markers requested. The patient was drawn (serial draw) approximately two hours later, and the tni-ultra results were lower. The customer performed repeat tni-ultra testing of the original sample on an alternate advia centaur system, and the results were lower. A corrected tni-ultra result was issued by the customer. The patient was discharged from the hospital when subsequent tni-ultra serial draw results were lower. There are no reports of adverse health consequences due to the discordant advia centaur cp tni-ultra result.